Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported the customer received a weak battery alarm and a low battery alarm. The customer's blood glucose was 112 mg/dl. It was also found the customer had corrosion inside their insulin pump. Troubleshooting also found the customer's battery did not last for more than one week. Additional troubleshooting also found the customer's insulin pump passed all functional testing. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.